Event description:
A certified diabetes educator reported that a pt experienced diabetic ketoacidosis while using a one touch meter. In 2001, pt had a blood glucose of 26mg/dl on ot meter after breakfast. Later during the day, and while at the doctor's office, pt's blood glucose was 'hi' on doctor's meter of unknown brand. Pt was advised to go to hospital. At the hospital, pt's blood glucose was 1112 mg/dl. Pt was admitted to hospital for diabetic ketoacidosis. Pt has not experienced any symptoms during the event of diabetic ketoacidosis. No further info has been provided.